Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that the first device worked for a few clips and then made a loud crunch noise. The clip would not close around the vessel. A second device was opened and the device either jammed or did not deploy the clip. There were no patient consequences. Case was completed with suture.

Manufacturer narrative:
(B)(4). Batch# k9028e, expiration date: 12/16/2017, manufacturing date: 1/16/2013. Two device were returned: device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. Device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining eleven clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.